Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s display screen was shattered after the patient returned from school, rendering the screen unusable and prompting shipment of a replacement device and a return label for the original device. Symptoms included no injury. Outcomes included continued cgm use via the dexcom app and successful data sync prior to shutdown, with understanding that data would not transfer to the replacement and that startup would be required. Investigation included remote review of the reported damage and collection of use information. Investigation of this case revealed physical damage to the display consistent with external impact, with no reported alerts or alarms and no device functionality assessment possible due to the shattered screen. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage.